Event description:
Update from 10/01/2015: rollator was replaced and return requested. End user was treated at the scene and went to follow up doctor appointment and is sore and bruised but no broken bones were reported. End user states they were just sitting on the rollator when it happened. No further information provided. End user's nurse advised the consumer was in the kitchen sitting on the rollator eating something, the bolt on the caster broke and the unit collapsed, causing him to fall to his right. Nurse advised the fall caused cuts with black and blue on his right eye, right side of his leg, right foot. End user called 911 when the incident occurred and the ambulance came, took his vitals, and gave him first aid. Nurse states when she got there the towels he used had blood on them, she threw them away and tended to his wounds.

Event description:
End user's nurse advised the consumer was in the kitchen sitting on the rollator eating something, the bolt on the caster broke and the unit collapsed, causing him to fall to his right. Nurse advised the fall caused cuts with black and blue on his right eye, right side of his leg, right foot. End user called 911 when the incident occurred and the ambulance came, took his vitals, and gave him first aid. Nurse states when she got there, the towels he used had blood on them, she threw them away and tended to his wounds.